Manufacturer narrative:
H10: the device was not received for evaluation; however, it was inspected on-site by a baxter qualified technician. Visual inspection the base was observed faulty. The reported condition was verified. To correct the issue the base was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the base of a prismaflex machine was found to "faulty" during priming. The machine has the potential to tip over. There was no patient involvement. No additional information is available.